Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a non-vented spike with clearlink solution administration set that was involved in a no flow/restricted flow. According to the report, the nurse stated the clearlink valve is blocked because when the operator tried to inject or suck out a solution through it into a bag using a luer-lock syringe, there was a resistance and the valve seems to be closed. The condition was reported to have occurred during use; however, there was no patient involvement. There was no patient injury or medical intervention associated with this event. This is report 4 of 10 of the same reported problem from this facility. No additional information is available.